Manufacturer narrative:
A ge service representative performed an on site investigation. The gib board, hard drive, and cine hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system lost all images and exposure data for a patient. No patient injury was reported.